Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert appeared around the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including trying different charging cables and wall adapters, without success. A new charging cable and wall adapter were requested, and a replacement pump was sent to the customer. The customer will continue to use the current pump for insulin delivery and was advised on the procedure for returning the problematic pump.